Event description:
Hcp reported to MFR's rep that when in surgery to replace catheter, it was noted pump reservoir was empty when programmer stated 6.2 ml should be remaining in pump reservoir. The pump was explanted and returned to the MFR for analysis.